Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Reportedly, following up imaging performed on (B)(6) 2014 and (B)(6) 2015, identified no device issues. On (B)(6) 2015, the patient presented to the hospital with left iliac artery pain. It was reported, computed tomography (pet/CT) imaging performed on (B)(6) identified an abscess of the musculus psoas with infection of the endograft system. On (B)(6) 2015, the diagnosis of mycobacterium chimaera was confirmed and the patient was transferred to another facility for further treatment. Reportedly, the cause of the infection is unknown. On (B)(6) 2015, an additional procedure was performed whereby the devices were explanted and an axillofemoral bypass was performed. Antibiotic medications were administered and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical product: patient medications include rifabutin, mycostatin suspension, ethambutol dihydrochloride, amikacin natrium hydroxide, amoxicillin, heparin natrium and clarithromycin. A review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. The cause of the infection could not be determined with the provided information. For the results of the imaging evaluation. Additional device implanted and involved in this event: (B)(4).

Manufacturer narrative:
(B)(4).